Manufacturer narrative:
Investigation summary: customer returned one (1) used 31g x 5mm bd pen needle without a cover or tear drop label attached. Consumer reported rear cannula end is broken and gets stuck. The returned pen needle was examined, and it was observed that the non-patient end (npe) cannula was broken; the broken npe cannula was also observed to have been bent, likely prior to breaking. No evidence of manufacturing defects was observed. Since the pen needle was returned after use, and no manufacturing defects were observed, the probable cause of the broken npe cannula is user error when attaching the pen needle to a pen injector. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken npe cannula). Root cause description: the possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that needle break off occurred at an unspecified time with a bd ultra fine¿ pen needle. The following information was provided by the initial reporter, "rear cannula end is broken + gets stuck."